Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range shock impedance measurements greater than 200 ohms along with oversensing of non-physiologic signals. No pacing inhibition greater than two seconds was observed as the patient had a ventricular escape beat. Noise was unable to be reproduced with patient isometrics. Boston scientific technical services (ts) discussed troubleshooting and programming options. A lead issue was suspected, however, the patient didn't wish to stay in the hospital to address the issue and planned to get a second opinion. This product remains implanted and in service. No adverse patient effects were reported.